Event description:
It was reported that the patients ipg did not recharge following a paddle revision, (MFR number: 3006630150-2020-00916), wherein an electrocautery was used. The patient underwent an ipg replacement procedure. The patient was programmed postoperatively, and stimulation was provided to target areas. The explanted ipg will be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patients ipg did not recharge after undergoing paddle revision. The patient underwent an ipg replacement procedure and was programmed postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. The returned ipg was analyzed and it was confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. With all the available information, boston scientific concludes the complaint was confirmed. The device could not maintain the battery voltage level due to the high-current draw caused by an electrical short in the component asic u2. It suggested that asic was damaged due to exposure to high-voltage transients or high rf energy resulted in the reported complaint. The probable cause selected is unintended use error caused or contributed to event.